Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU).

Event description:
It was reported that the coil could not be detached with an actuator. The physician then broke the hypo tube in an attempt to detach the coil manually (method provided in the instruction for use). While pulling back, the coil prematurely detached inside the catheter. No pt injury reported.